Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated erroneously elevated accutni results within the risk stratification range of the assay for three patients. Repeat testing of the patient samples produced lower results within the normal range of the assay. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Patient sample collection device and sample integrity information have not been supplied to date. Quality control passed within the customer's established limits on the date of the event. System check data has not been supplied to date. Service and troubleshooting information have not been supplied for this event. In conclusion, the cause of this event is unknown and could not be determined based on the supplied information.